Event description:
It was reported the device turned off by itself without any magnets around. The device was replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.